Manufacturer narrative:
The following devices were also listed in this report: unknown sleeve; cat# unknown; lot# unknown. Unknown head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not available.

Event description:
It was reported that patient's right hip was revised due to pain (location of pain unknown beyond hip pain. Surgeon did not report any possible cause(s) or contributors for pain). The sleeve, head and liner were revised to a +0 v40 sleeve, 36 biolox head, and 36g liner. Rep may be able to get additional explant details but reported that x-rays, medical records, and other additional information are not available.